Event description:
Surgeon used cutter in dall miles tray and the instrument was broken.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock. There have been no other events reported for the manufacturing lot the device was returned with one of the cutting jaws fractures from the instrument. The investigation determined the likely root cause of the event to be due to normal wear and tear as the device was in service for 7 years.. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon used cutter in dall miles tray and the instrument was broken.